Event description:
It was reported that six weeks post implantation of the device, the patient experienced elevated intraocular pressure (iop) which changed a total of 6 mmhg from the baseline recording. The patient also reports experiencing blurred vision, darkening of vision, patchy greyness that comes across from the periphery and occasional horizontal diplopia which self resolves within seconds of onset. The surgeon believes the device is responsible for the adverse event. Visual acuity results at the one week post operative visit, on (B)(6) 2023 were provided. Uncorrected distance visual acuity (ucdva) (os) was 20/50. The best corrected distance visual acuity (bcdva) (os) was 20/32. On the (B)(6) 2023 a secondary surgical intervention was required in which the surgeon removed the stent suture from the baerveldt tube. No further information was provided.

Manufacturer narrative:
Section a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - serial number: unknown/not provided, as information was asked but it was not provided. Section d4 - expiration date: unknown, as the serial number was not provided. Section d4 - UDI number: unknown, as the serial number was not provided. Section b3 - date of event: unknown/not provided, as information was asked but it was not provided. Section d6b: explant date: not applicable, as the baerveldt shunt remains implanted. Section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6) section h3: the baerveldt shunt was not returned for evaluation. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. Section h6 - medical device problem code - 3191: for unspecified baerveldt shunt issue with patient involvement. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.